Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
It was reported that an asymptomatic patient presented in-clinic post implant. Upon interrogation, the implantable cardioverter defibrillator exhibited decreased battery longevity; premature battery depletion was suspected. The device settings were adjusted. The physician decided to explant and replace the device. The patient was stable post procedure.